Manufacturer narrative:
Following our receipt of the one returned used sensor and performed a visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed isig readings but failed eis 1 hz and eis 1024 hz. See attached file for results. In summary, the customer complaint of sensor glucose vs. Blood glucose was not confirmed, however sensor failed eis 1 hz and eis 1024 hz. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings but failed eis readings out of specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and noticed a difference in sensor glucose and blood glucose values. The customer reported blood glucose value of 309 mg/dl, treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040b, mmt-7841zn, mmt-1884l, mmt-342g. Troubleshooting was declined by customer for hyperglycemia and it was unknown whether the customer was using the insulin pump within 48 hours of the reported event and whether the auto mode feature was active or not at the time of the event. Troubleshooting was not performed for sensor glucose and blood glucose and it was found that the blood glucose and the sensor glucose value at the time of event was found to be 309 mg/dl and 150 mg/dl. The difference between sensor glucose vs. Blood glucose was more than 30%. Mmt-7040b was requested and customer response was the device will be returned. No product return is required for mmt-7841zn. No product return is required for mmt-1884l. No product return is required for mmt-342g.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.